Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not annunciating audible tones for alerts/alarms. Reportedly, the alerts were on. Customer¿s blood glucose level was 55-56 mg/dl. The customer continued to use the pump for insulin therapy.